Manufacturer narrative:
(B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator and associated electrode were explanted due to infection. It was noted that the patient may receive a transvenous device at some point in the future. No additional adverse patient effects were noted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator and associated electrode were explanted due to infection. It was noted that the patient may receive a transvenous device at some point in the future. No additional adverse patient effects were noted.

Manufacturer narrative:
This report is being filed to update h6. Code 3191 is used to capture surgical intervention.